Manufacturer narrative:
A sample from the reported lot [retained sample] was visually reviewed by our quality team. The sample could not undergo needle pull tests due to the condition of the device/suture material attributed to the storage conditions of the shop packet/retains. The device was not stored properly; over exposure caused the device to degrade, break. The needles remained attached to the suture material. No damage or abnormalities were observed on the swaged area, attachment or needle. A potential root cause for a needle detaching from the suture during use could be that the suture was not fully inserted within the end of the needle during the manufacturing process. Without reviewing/testing the actual detached device, receiving magnified photographs of the detached device, receiving detailed information regarding the preoperative preparation of the device, tools utilized to grasp the device, procedure performed or the surgeon¿s technique, a definitive root cause cannot be determined at this time. A review of the device history records for the finished goods and the raw material components identified no quality issues during the incoming, manufacturing, in-process or final inspection processes.

Manufacturer narrative:
To date the device has not been returned for visual inspection and root cause analysis. There were no retained samples to perform testing. The needle itself is manufactured by ethicon. A review of surgical specialty device records indicates the lot was manufactured without incident. The surgical specialties records indicate the suture and needle passed pull testing. The ¿precautions¿ section in the IFU for the suture/needles devices states, ¿care should be taken to avoid damage when handling. Avoid crushing or crimping the suture material with surgical instruments such as needle holders and forceps. ¿to avoid damaging needle points and swage areas, grasp the needle in an area one third (1/3) to one-half (1/2) of the distance from the swaged end to the point¿. Without receiving the actual device, magnified photos of the device or receiving details of the pre-operative preparation of the device, procedure performed or surgeons technique a definitive root cause cannot be determined.

Event description:
Our affiliate is reporting during a laparoscopic procedure the suture separated from the needle swage point. The surgeon spent 30 minutes looking for needle but there is no additional information indicating that it was found.